Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. On an unreported date the same month as the onset, the patient began treatment with unspecified antibiotics for the peritonitis. On an unreported date during hospitalization, dianeal therapies were withdrawn and the patient was switched to hemodialysis. During hospitalization, the patient was diagnosed with diverticulitis. The treatment and outcome of diverticulitis were unreported. The patient was recovering from the peritonitis. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional information: the patient had recovered from the peritonitis event on an unreported date in the same month as the onset.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13b07048, h13c05032, h13e31025, and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.